Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during support of patient with intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated. There was no radial line available but a femoral arterial line was available although it was not an optimal arterial pressure source. Switched to it without incident. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were observed on the catheter tubing approximately 41.4cm and 75.7cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 26.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during support of patient with intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated. There was no radial line available but a femoral arterial line was available although it was not an optimal arterial pressure source. Switched to it without incident. There was no reported injury to the patient.